Event description:
Note: this report pertains to the first of three reported malfunctions occurring during this event. Please refer to manufacturer reports #3005099803-2009-00288 and #3005099803-2008-00289 regarding the second and third devices. It was reported to boston scientific corporation in late 2008, that a resolution clip device was used during a colonoscopy performed on a male patient the same day. According to the complainant, the clip would not open. A fourth device was used to successfully complete the procedure. Although there was an approximate 40 minutes delay due to this event, follow-up revealed there was no additional bleeding nor was medical intervention required. There were no patient complications reported as a result of the event. The patient's condition at the completion of the procedure was noted to be "okay."

Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.